Event description:
During coil embolization of a left iliac artery aneurysm, a presidio (pc4180933-30/c24507) failed to detach using an enpower control cable (ecb000182-00/c23052), and detached inside the non-codman microcatheter during attempted retrieval. The coil was flushed back into the aneurysm. The pre-deployment test showed that the device was functioning normally; however, after the complaint coil reached into the target lesion site, when the physician reconnected the complaint cable to detach the coil, the power light of the detachment control box (dcb) did not turn on. The physician pressed the detach button to see if the coil would be detached, but she was unable to detach the coil. The complaint cable was changed to a new one, yet the power light still did not turn on. The physician eventually decided to recover the coil, but during the recovery, the coil was detached inside the mc. The physician was able to successfully position the detached coil inside the aneurysm by flushing through the microcatheter. Prior to the event, 11 other coils (target xl and presidio) had been successfully implanted. After the event, the physician was also able to add other coils (target xl, presidio, gdc, orbit, orbit galaxy, trufill, and interlock) using the same cable and dcb to successfully complete the procedure without further issues or delay. There was no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times through the microcatheter. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. No additional information is available.

Manufacturer narrative:
It is anticipated the the device will be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.(B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a left iliac artery aneurysm, a presidio (pc4180933-30/(B)(4)) failed to detach using an enpower control cable (ecb000182-00 / (B)(4)), and detached inside the non-codman microcatheter during attempted retrieval, and was flushed back into the aneurysm. The pre-deployment test showed that the device was functioning normally. However, after the complaint coil reached into the target lesion site, when the physician reconnected the complaint cable to detach the coil, the power light of the dcb did not turn on. The physician pressed the detach button to see if the coil would be detached, but she was unable to detach the coil. The complaint cable was changed to a new one, yet the power light still did not turn on. The physician eventually decided to recover the coil, but during the recovery, the coil was detached inside the mc. The physician was able to successfully position the detached coil inside the aneurysm by flushing through the mc. Prior to the event, 11 other coils (target xl and presidio) had been successfully implanted. After the event the physician was also able to add other coils (target xl, presidio, gdc, orbit, orbit galaxy, trufill, and interlock) using the same cable and dcb to successfully complete the procedure without further issues or delay. There was also no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complained products will be returned for the evaluation. No additional information is available. The device positioning unit (dpu) passed all electrical testing with both the power and systems go lights illuminated. The detachment fiber received heat and melted as designed. The resheathing tool and the delivery wire were returned damaged, however this damage could not be related to the complaint event. The returned connecting cable from the same procedure and complaint contained in pi 1-lqrf9g and pa 1-1334102124 passed all electrical testing and did not contribute to this field complaint. Laboratory testing could not duplicate the field complaint, therefore the contributing factor that caused the detachment controls box (dcb) power light not to illuminate, the coils non-detachment inside the target, and the unintended coil detachment in the microcatheter during removal cannot be determined. It was found that a 10 series microcatheter was used with an 18 series microcoil system. As it cannot be determined if the selection of the sl-10 microcatheter contributed to the complaint event, it should be noted that for optimum product performance and to prevent potential complications the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm).¿ the inner lumen of the sl-10 microcatheter is 0.0165¿. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint could not be confirmed since the dpu and cable passed electrical testing. The cause of detachment in the microcatheter could not be determined; however, this may have been related to the diameter of the microcatheter. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.